Event description:
It was reported that approximately one and a half years post implantation of a total hip arthroplasty, the patient was revised due to unexplained pain. The modular neck, head and liner were replaced. There were no contributing conditions related to the event. Surgical technique was utilized. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: japan. D10: cat# 30103606 lot# 65487494 36mm i.d. Size f neutral liner. Cat# 00-8775-036-02 lot# 3133344 biolox delta head 12/14 36x0. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned for evaluation. However, pictures were proved and reviewed. A visual examination of the provided pictures identified the explanted neck and liner. The pictures of the liner appeared to show surface damage on the face of the liner; it is unknown when the surface damaged occurred. No further evaluations can be made from the pictures provided. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-02510.